Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. Investigation findings items returned for evaluation: -pusher items not returned for evaluation: -implant -introducer -microcatheter the visual analysis of the returned device found that the implant was not attached to the pusher. The implant was not returned for evaluation. The investigation found that the pusher's monofilament was broken, indicating that the device experienced a tensile break. Investigation conclusion the investigation of the returned coil system found the implant to be separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional information or clarification was received. Please see h6 & h11.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. A portion of the device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported on (B)(6) 2024, the interventional radiologist was performing a mesenteric artery angiogram and embolization. While tracking out of the catheter, the coil became detached prematurely without using the detacher device. There was no harm to the patient, as the coil was in a satisfactory position in the artery. The anatomy was reported to be very tortuous. It is documented the "patient was end stage liver disease and has since deceased, unrelated to the product failure or procedure performed." This report captures only the device malfunction, premature separation, as the subsequent death was reported to be unrelated to the device. No other information was made available.